Manufacturer narrative:
Date of the event: (B)(6) 2016 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had slightly high impedances and was trying to get an MRI. The hcp reported issues on c-0, 0-2 and 0-3 and believes values had been consistent over the last year or two and it was always on the same contacts. The caller provided specific values for c-0 as 3347 ohms in 2016 and 3380 ohms in (B)(6) 2018. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.